Event description:
Initial result for a patient glucose was 13 mg/dl. When repeated, the result was 98 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the rear rinse mechanism was loose and repaired the instrument by repairing the rinse mechanism.